Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure of a lead and competitor device. Once the lead was connected to the device, high, out of range pacing impedance was noted. The physician elected to keep the lead implanted. Programming changes were made and an alternate vector was chosen. The patient was stable before, during, and after the procedure.